Event description:
It was reported that the patient possibly had a reaction to the patient's implanted devices. Reportedly the patient was fused. The patient underwent hardware removal. The explanted devices showed signs of corrosion. The corrosion appeared to be at the rod/screw interface. The health care professional (hcp) took tissue samples during device removal to test for possible nickel reaction. No further patient complications were reported.

Manufacturer narrative:
(B) (4). The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Microscopic and sem examination of the set screws, mas and rod revealed a significant amount of pitting present in the set screw threads where they interface with the mas threads, at the base of the set screw where it interfaces with the rod, and the mas head interface area of the rod. The pitting/corroded locations are component interface points, specifically the mas head and set screw threads and the set screw bottom face and the spinal rod (unk pn/lot#, unk material). The pitting seen at these construct interface points, when assembled, would provide crevices which can promote in vivo corrosion. (B)(4). Sem examination revealed pitting and intersecting crystallographic striatio ns consistent with crevice corrosion. No other material signs of wear, corrosion, cracking, fracture, breakage, or excessive were identified. The nature, location, morphology, and length of time in vivo (~3 years) of the returned implants are consistent with anticipated wear due to crevice corrosion.